Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2017 due to elevated blood glucose levels (300-400 mg/dl), and pre- diabetic ketoacidosis. Customer was treated through intravenous insulin drip, and released the same day. Customer was unsure of the cause of elevated bg's, but believed it was due to the pump.